Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. This occurred during an unspecified process step in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported " upstream occlusion" was not reproduced. Evaluation sent the device to the flow line for ultrasonic sensor upstream occlusion testing and the device passed. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be both the ultrasonic sensor calibration out of specification and the upstream pusher very loose. The upstream pusher requires replacement, and the ultrasonic sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.